Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and salpingitis ('bilateral fallopian tubes with minimal nonspecific chronic inflammation') in an adult female patient who had essure (batch no. (B)(6)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("have you ever had: fibroids"). The patient was treated with surgery (robotically assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, uterine leiomyoma and dyspareunia outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered dyspareunia, pelvic pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia, and leiomyoma". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and salpingitis ('bilateral fallopian tubes with minimal nonspecific chronic inflammation') in an adult female patient who had essure (batch no. A66686) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient underwent ankle operation ("ankle repair surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstruation irregular ("irregular periods"), abdominal pain ("sharp abdominal pain"), fear ("scared") and muscular weakness ("weakness in my legs"), was found to have uterine leiomyoma ("have you ever had: fibroids") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (ankle repair surgery, gallbladder removal and robotically assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, uterine leiomyoma, dyspareunia, menstruation irregular, ankle operation, cholecystectomy, abdominal pain, fear and muscular weakness outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, ankle operation, cholecystectomy, dyspareunia, fear, menstruation irregular, muscular weakness, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: in social media also reported: essure inserted in 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and salpingitis ('bilateral fallopian tubes with minimal nonspecific chronic inflammation') in an adult female patient who had essure (batch no. A66686) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient underwent ankle operation ("ankle repair surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstruation irregular ("irregular periods"), abdominal pain ("sharp abdominal pain"), fear ("scared") and muscular weakness ("weakness in my legs"), was found to have uterine leiomyoma ("have you ever had: fibroids") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (ankle repair surgery, gallbladder removal and robotically assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, uterine leiomyoma, dyspareunia, menstruation irregular, ankle operation, cholecystectomy, abdominal pain, fear and muscular weakness outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, ankle operation, cholecystectomy, dyspareunia, fear, menstruation irregular, muscular weakness, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: in social media also reported: essure inserted in 2010. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia, and leiomyoma". Amendment: the report was amended for the following reason: this case was detected to be a duplicate to (B)(4) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: social media reporter was added. New events were added: abdominal pain, ankle operation, cholecystectomy, fear, menstruation irregular, muscular weakness. No new follow-up information was received from the reporter. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and salpingitis ('bilateral fallopian tubes with minimal nonspecific chronic inflammation') in an adult female patient who had essure (batch no. A66686) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient underwent ankle operation ("ankle repair surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstruation irregular ("irregular periods"), abdominal pain ("sharp abdominal pain"), fear ("scared") and muscular weakness ("weakness in my legs"), was found to have uterine leiomyoma ("have you ever had: fibroids") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (ankle repair surgery, gallbladder removal and robotically assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, uterine leiomyoma, dyspareunia, menstruation irregular, ankle operation, cholecystectomy, abdominal pain, fear and muscular weakness outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, ankle operation, cholecystectomy, dyspareunia, fear, menstruation irregular, muscular weakness, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: in social media also reported: essure inserted in 2010. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia, and leiomyoma". Amendment: the report was amended for the following reason: this case was detected to be a duplicate to (B)(4) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: social media reporter was added. New events were added: abdominal pain, ankle operation, cholecystectomy, fear, menstruation irregular, muscular weakness. No new follow-up information was received from the reporter. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.